Event description:
New information received indicate that the device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was observed in back up vvi mode. The device was successfully reprogrammed and returned to normal operation. The patient had no adverse consequences.

Manufacturer narrative:
Evaluation description: the reported field event of backup vvi mode was not confirmed in the laboratory. The device was interrogated on a programmer and normal rf communication was established. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported backup vvi could not be determined.